Event description:
It was reported that this pacemaker exhibited premature battery depletion. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption. Additionally, it was noted that the right ventricular (rv) lead pacing impedances have decreased however, still within normal range and thresholds have slight increased. At this time, the device and rv lead remains in service. No adverse patient effects were reported.